Event description:
It was reported that prior to a laparoscopic cholecystectomy, the first device would not fire. Another clip applier was opened and during the case it made a crunching noise and it would not fire. Another larger clip applier was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4) = device fired through lockout. Advancer bypass, malformed clip,jaws unable to open_open after the analysis results found that device (a) was received in good visual condition. The device was noted to be empty and the lockout was fired through. The advancer appeared to function properly. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No testing could be performed to evaluate the event reported due the condition of the device. The analysis results found that device (b) was received with the jaws in closed position and with one pear shaped clip jammed in the jaws. Once the jaws were cleared the device was cycled, fed four clips with gap due short feed issues, four pear shaped clips due advancer bypass issues, five conforming clips, and one scissored clip. During the advancer bypass issues the jaws remained in closed position. The trigger was manually assisted in order to open the jaws. In addition, a possible cause for the short feed issues may be excessive friction between feed bar and shaft during clip feeding resulting in short feed. Finally, the device locked out as intended but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.